Event description:
It was reported that the dermacarrier would not function in the zimmer skin graft mesher when trying to ratchet. Add'l clinical f/u with the customer indicated that the donor graft was usable and there was no pt injury, increased surgical time or medical intervention. It was also reported that an add'l device was available onsite to complete the procedure.

Manufacturer narrative:
Beginning may 31, 2012, us and canadian customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 3/9/1995 and was last repaired on (B)(4) 2010. Eval of the device observed that the ratchet gear, side plates, bearings, roller and comb were worn. Prior to repair, the device was within calibration specifications. No cutters were returned for eval. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling. According to the instructions for use the zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.